Event description:
It was reported the patient was having trouble with their device keeping a charge. It was reported the patient was implanted on (B)(6) 2013 for chronic low back and bilateral lower extremity with the preoperative diagnosis of lumbar/lumbosacral disc degeneration and post laminectomy syndrome. There were no complications due to procedure. On (B)(6) 2013, the patient presented with lower back, leg and foot pain. On (B)(6) 2013 the patient presented with back pain and complained of migraines with visual aura. The patient had adjustments done to their implantable neurostimulator (ins). On (B)(6) 2013, the patient present with back pain. Chronic conditions of pain in the lower leg joint; nausea; lumbago; incontinent without sensory awareness; headache; insomnia; and degeneration of the lumbar or lumbosacral intervertebral. Per hcp notes, the patient had only received moderate results in pain relief from the ins and it was not helping her much with her radicular pain. On (B)(6) 2013, the patient present with constant pain with episodes of intense radicular pain which traveled along the medial anterior portion of both thighs and also down the dorsal aspects of both calves. The pain was radiating to the back and bilateral legs and describes as; aching, burning, numbness, piercing, sharp, shooting, stab bing, and throbbing. The pain was aggravated by activity. It was also reported the patient had; bladder and bowel incontinence, bladder retention, bowel retention and weakness, nausea and vomiting, extremity weakness and numbness, anxiety, and depression. The patient was having increased pain and need to use their cane more for ambulating. It was reported the patient was having trouble keeping the ins charged since it was last reprogrammed. The patient received a therapeutic injection for pain management. On (B)(6) 2013, the patient presented with constant pain with intermittent episodes of intense radicular pain into both thighs and down to both calves. The patient further reported; bladder incontinence, constipation,<(>,<)> nausea and vomiting, extremity weakness and numbness, anxiety, and depression. It was reported they could not recharge their ins. On (B)(6) 2014, the patient presented with disc degeneration and underwent a lumbar spine CT with myelogram which demonstrated degenerative disc disease; multilevel facet arthropathy; and status post l5-s1 posterior spinal fusion without evidence of complication. It was noted at l4-l5 level, there was a mild board base disc bulge and left degenerative neural foraminal stenosis secondary to an inferior posterior vertebral osteophyte. Additional information was received indicating that the patient could not charge their device. They had numerous injection trials in the past without improvement in symptoms. It was not helping as much as it did before their radicular pain. The scs was programmed by the manufacturer in june. In (B)(6) 2014, the patient presented with hip pain on the right. There was a radiation of pain to the right lower leg and foot. The patient¿s pain was an ache, burning, dull, piercing, sharp, shooting, stabbing, throbbing, deep and numbness. The symptoms aggravated by jumping, lifting weight, lying down, pushing, sitting and standing. They experienced joint pain. On (B)(6) 2014 the patient presented with back pain. It was aggravated by bending, changing positions, daily activities, extensions, flexion, jumping, lifting, pushing, running, sitting, standing, twisting and walking. It was noted that the when the system was working it was 40% and suboptimal so they would prefer to trial a different technology with a constant current as opposed to constant voltage, improved programming with ability to control each lead independently and larger leads for improved coverage. The patient could not charge the battery she needed this replaced. The battery was not working. The patient was re-implanted with a spinal cord stimulator on (B)(6) 2014 and indicated getting better symptoms reductions.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4)